Manufacturer narrative:
On (B)(4) 2015 we were informed that the explant is not available for investigation. Batch review performed on 10 november 2015: lot 150848: (B)(4) items manufactured and released on 15 june 2015. Expiration date: 2020-05-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported issue. On (B)(6) 2015 the medical affairs made the following analysis: the root cause for this early case of subsidence is periprosthetic fracture. There are no indications as to the possible reason for such an event. It may have been a traumatic event or a hidden iatrogenic fracture, which is a known possible complication of total hip arthroplasty. On 12 nov 2015 it was prepared a final report with the information above reported. On 13 nov 2015 it was sent to the initial reporter and the case was closed. Not available.

Event description:
Stem subsided 1,5 cm, periprosthetic fracture. The surgeon put the cerclage and a cemented stem.